Event description:
Impedance readings above 10,000 ohms were read on contacts 0, 4-7, and 12-15. Impedance tests run at 3.0 volts resulted in readings around 4,000 ohms. Revision was scheduled for (B)(6) 2011, the health care provider did not want to replace the leads, but the caller was not sure what was scheduled to happen in surgery. The neurostimulator was removed and the leads were left in place. There were no further plans to replace the neurostimulator and the old neurostimulator was not sent back to the manufacturer for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).